Event description:
It was reported that the system 6800 displayed poor image quality that was dark perhaps due to poor tracking of kv. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.